Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was 350 mg/dl. The customer¿s blood glucose level at time of incident was 350 mg/dl. The customer was treated with insulin drip and shots. The customer also reported events like nausea and vomiting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.